Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-06786. It was reported the patient's right side peripheral lead had migrated. As such, surgical intervention was undertaken on (B)(6) 2018 during which the lead was repositioned to its original location. Effective stimulation was restored post-operatively. It is unknown which lead pertains to this incident, hence both leads are being reported.